Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage: cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump had alarmed button error and they are not responding. Customer was attempting to bolus and when she pressed the buttons, they didn't respond, then five minutes later, it alarmed button error. Customer's blood glucose was 145 mg/dl. Customer only had the device in her pocket. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.